Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during use, unit displayed pmp alarm on: av power failure and continued to issue alarm after switched off. There was no reported patient injury.

Manufacturer narrative:
Ge healthcare engineering reviewed the logs from this event. The logs did not indicate any malfunctions that would cause ventilation to stop. The alarm seen by the customer was loss of ac but the machine switched to battery operation. Reported display issues with lines on the screen were caused by the lcd display. These malfunctions are not reportable malfunctions. Therefore, this event is not reportable.